Event description:
A customer reported an issue with the time settings on their device, noting that the displayed time was incorrect by more than five minutes. There was no adverse impact to the customer's blood glucose level. Customer service assisted the caller by updating the pump time and advised them to monitor the situation, with instructions to follow up if the discrepancy reoccurred. The caller understood and acknowledged the guidance provided.